Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had an elective replacement indicator message. This indication was believed to be premature. Impedance measurements were taken and some high impedances were found. The patient¿s healthcare provider revised the ins by trying another 2x4 ins adapter. The cause of the impedance issue remains unknown, and the issues have not yet been resolved. There were no symptoms reported. No complications or further complications were reported.